Event description:
It was reported that upon placement of the lead, sensing from the lead was poor. Thresholds were intermittent capture and impedance was high through the analyzer. The physicians attributed the measurements taken due to the patient's heart condition and accepted the values. The lead was programmed to shock only and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.